Manufacturer narrative:
Reported event: it was reported that in the middle of tka case. Dr. (B)(6) was using the stryker leg holder. He put the leg into extension, (the pt was tall with a long leg), as he put the leg into extension the extension bar on the leg holder fell apart. The carbon fiber piece fell off of the metal attachment piece that snaps into the base bar. Resulting in a surgical delay: =15 minutes. Product evaluation and results: inspection showed the connector piece broke off the base bar extension. See attached picture. Product history review: review of the device history records indicate 26 devices were manufactured and accepted into final stock on 06-01-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210070, lot number 594387 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
We were in the middle of our tka case. Dr. (B)(6) was using the stryker leg holder. He put the leg into extension, (the pt was tall with a long leg), as he put the leg into extension the extension bar on the leg holder fell appart. The carbon fiber piece fell off of the metal attachment piece that snaps into the base bar. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We were in the middle of our tka case. Dr. (B)(6) was using the stryker leg holder. He put the leg into extension, (the pt was tall with a long leg), as he put the leg into extension the extension bar on the leg holder fell apart. The carbon fiber piece fell off of the metal attachment piece that snaps into the base bar. Case type: tka. Surgical delay: 15 minutes.